Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few days after primary rsa, the scapular baseplate detached from the bone. The report mentions the poor bone quality of the patient, which is a probable cause for the adverse event. The surgeon converted the rsa to tsa, cementing a pe glenoid to the scapula. No reason to suspect a faulty implant at the origin of this adverse event. Preliminary investigation performed by r&d manager: the x-rays confirm the mobilization of the threaded baseplate and subsequent cranialization of the humerus. A large bone residual is visible at the base of the threaded post. Frontal x-rays (if available) and a visual inspection of the explants are required to proceed with the investigation. Batch review performed on 08.07.2021: lot 1811892: (B)(4) items manufactured and released on 17-jul-2019. Expiration date: 2024-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 month after the primary due to the baseplate pulling out of the bone(the patient had poor bone quality). The surgeon converted the patient from reverse to anatomic system.